Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and bent, tissue visible inside the helix. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead was extended and retracted prior to insertion into the patient with no issues noted. The rv lead was then inserted, however was subsequently extracted due to manipulation difficulties. The physician attempted to reinsert the rv lead, however the helix would no longer extend. The physician elected to remove and replace the rv lead to complete the operation. No patient complications have been reported as a result of this event.